Event description:
It was reported that healthcare provider (hcp) was reading patient¿s pump as of the date of this report as they were getting ready to fill it when multiple motor stalls and recoveries were noted with the final stall showing a tube set message. Motor stalled on (B)(6) 2013, recovered the same day. Stalled again on (B)(6) 2013 and recovered the same day, thereafter on (B)(6) 2013 and had the message ¿stopped pump period may exceed tube set¿. Reporter confirmed that patient hadn¿t had any imaging this entire period. Drug delivered via the device was compounded baclofen. It was added that they hadn¿t noticed any withdrawal. However in addition a volume discrepancy was noted, while the pump reservoir volume should have been 4.3ml they aspirated 11ml. Additional information obtained on further follow-up indicated that the pump stopped and no one knows why. Reporter indicated that they were not sure if patient wanted another one and that was up to the hcp.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information obtained later indicated that the healthcare provider had been refilling the pump and the motor stall had recovered. The patient wasn't receiving effective therapy was considering pump removal. However hcp wanted to troubleshoot further before removing since patient used to get great relief when he first had pump. Hcp wanted to do a catheter dye study. It was added that patient did not experience withdrawal due to motor stall and the cause of stall remained unknown.